Event description:
It was reported that the compressor's transformer was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Identification of issue has been done by analyzing the provided information. The issue has been resolved by replacing transformer and the device was delivered to the user in working condition. Inability to start-up the compressor due to a faulty transformer will be detected before use of the ventilator. The only effect is delayed ventilation start with a controlled change of ventilator and/or compressor giving a user discomfort. The user will be noticed that the running led on the compressor does not light up and that the compressor does not start. A transformer that fails during operation will have the effect that the compressor is not delivering compressed air to the ventilator. Servo ventilator or flow anesthesia systems switches to 100% oxygen when loosing air inlet pressure. Alarms will be generated, and proper measures can be taken. The transformer used is a toroid transformer, which is fitted with a non-resetting thermal switch that will disconnect the current through the transformer if it is overheated. There are two 115 °c non-re-settable thermal over-temp fuses, one in each winding. The conclusion is that the root cause of the reported issue was defective transformer, however no logs were received and the faulty part have not been returned for further investigation. This event occurred on the tanzanian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial # and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v¿. Moreover, new information related to the section e - initial reporter was provided. A correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and # e1 event site name and country were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4). Corrected primary di number: 07325710001653. E1 - event site name and country - previous name and country: (B)(6). Corrected name and country: (B)(6).

Event description:
Manufacturer's ref: #(B)(4).